Event description:
Consumer alleges that the right crossbrace is allegedly cracked near a bolt hole. Dealer states that this has been previously replaced a few times. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xtra - serial number/date (B)(4) is approximately 5 years and 1 month old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.